Event description:
It was reported ongoing intermittent occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Reportedly, the customer attempted to resolve the issue with changing supplies, however occlusions continued resulting in a replacement pump being sent. The customer continued to use the pump for insulin therapy.